Event description:
It was reported that during implant of the lead, the hcp noted that the connector was partially cut off with metallic conductor externalized. The hcp used a different lead to complete the procedure. No injury was reported.